Manufacturer narrative:
Date sent to the FDA: 06/15/2021. H6: appropriate term / code not available (e2402) utilized to capture infection (e19). Additional b5 narrative: it was reported that the patient experienced pain, infection, hernia recurrence following the surgery.

Manufacturer narrative:
Date sent to the FDA: 5/23/2022 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/18/2022.

Manufacturer narrative:
Date sent to the FDA: 12/10/2020. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral/incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon ¿excised lipomatous type material and mesh.¿ no additional information is provided.